Event description:
It was reported that the right atrial lead exhibited noise which resulted in inappropriate mode switches. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported that on (B)(6) 2016 the patient presented to the hospital for a device changeout since the device had reached normal elective replacement indicator. The atrial lead had been exhibiting noise, so the physician elected to cap and replaced the lead. The procedure was completed successfully without adverse events to the patient.